Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/24/2014 with the following findings: moisture was visible behind the display screen. Leak testing revealed a display lens leak. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently responsive. Investigation revealed the display screen was dim and discolored. Vibratory and auditory alerts were non-functional. Moisture was observed on the pump¿s internal components.